Manufacturer narrative:
Batch review performed on 12 june 2018. Lot 176663: 110 items manufactured and released on 14 january 2018. Expiration date: 2022-12-20. No anomalies found related to the problem. To date, 68 items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference ((B)(4)) lot 172249: 120 items manufactured and released on 05 september 2017. Expiration date: 2022-08-21. No anomalies found related to the problem. To date, 77 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The pathogen is unavailable. The surgeon revised the head and liner successfully.